Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
Valor nail inserted broke, no delays in case, all parts recovered.